Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw had a shaved spot on the screw head and appeared possibly like a scratch. The screw was not used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the outside edge of the screw head is rolled all the way around resulting in 2 fractured areas and the blasted finish to be removed. The peaks of the threads are also rolled the whole length of the threads, and there are witness marks/scratches under the head resulting in the blasted finish being removed. There is discoloration/foreign material within the threaded region. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.